Event description:
It was reported that during an unknown procedure, there was a strange noise heard and the device was difficult to open. The case was completed with no patient consequences were reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that the device was returned with the handles open and with no cartridge loaded on the device. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. After further analysis it was noted that the device firing mechanism was noted to be damaged, as the firing trigger did not return to its home position after each stroke. The device was disassembled to verify the condition of the internal components and the left side release button post was noted to be broken. Even though the release button is not part of the firing mechanism, when it breaks it creates friction to the firing trigger not allowing the trigger to properly return to its home position. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.